Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/04/2017. Device returned to manufacturer? Yes. Device evaluation: only a piece of the intraocular lens (approximately half) including one haptic was returned at the manufacturing site for evaluation. Visual inspection showed cosmetic damages on the portion of the lens received. The customer's reported complaint was verified; however it could not be discarded the possibility that the cosmetic damages were related to the removal process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the lenses are 100% cleaned and inspected at 10x microscope magnification. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion into the eye of an intraocular lens (iol), the surgeon noticed that the lens was scratched. Reportedly, the lens was removed. No further information was provided.